Event description:
It was reported that, resident was found with buttocks resting on floor. Arms at side. Neck between side rail and bad mattress. Chin resting on the bottom portion of siderail, which was in the raised position. "Due to co's residents and their confidentiality, co can not release any more info about the resident involved in the incident including any names of people/persons involved". No more info will be released. Medical director listed the cause of death as accidental acute asphyxiation.